Manufacturer narrative:
S/w version 3.0 d. Unit received with partially broken off piece at the reservoir tube lip. However, unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and displacement test. Pump passed the dat test at 0.08715 inches. Unit received with cracked case at display window corners, display window, belt clip slot and battery tube threads. Unit received with minor scratched display window and case. Unit received with stained end cap sticker and back address serial number label.

Event description:
Customer reported via phone call that customer was in intensive care unit due to diabetic ketoacidosis and high blood glucose was over 600mg/dl on (B)(6) 2018. Customer¿s current blood glucose was 130mg/dl. Customer had symptoms like vomiting, nausea. Customer was wearing insulin pump at time of hospitalization. Customer was treated with needles. Customer declined troubleshoot for insulin pump. Insulin pump will be return for analysis.